Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat an aneurysm rupture extending from the distal aortic arch to the descending thoracic aorta. A 24-fr gore® dryseal sheath with hydrophilic coating was inserted from the left side, and a delivery catheter was advanced through the sheath. The first endoprosthesis was deployed and an intra-procedure angiography revealed a proximal type I endoleak, so that the physician decided to implant another endoprosthesis (tgu454515j/14592571). When advancing the second delivery catheter, the physician met some difficulty as the delivery catheter was caught on an existing graft in the tortuous descending thoracic aorta and a distal edge of the first endoprosthesis. The physician attempted to retrieve the delivery catheter back to the introducer sheath, but some difficulty was met again, and the proximal end of the tgu454515j started to deploy. The physician removed the delivery catheter and the introducer sheath together. A new delivery catheter was prepped, and the second endoprosthesis was deployed successfully. The patient tolerated the procedure.